Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with sensor glucose verses blood glucose differences. It was reported that customer received a threshold suspend alert. Customer stated his sensor glucose levels show 55 mg/dl and his last blood glucose levels were 186 mg/dl. Nothing further was reported.